Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter's battery contacts were broken. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began on the morning of three days prior. The cca noted that the patient manages her diabetes with a combination of insulin and oral medications. It is not known if the patient made any changes to her diabetes management as a result of the issue; however, the patient claimed she was unable to test her blood glucose. On the morning of the day prior to original date, a couple of days after the issue began, the patient reported she was very shaky. In response to the symptom, she went to the emergency room. When she first arrived to the ER, the patient stated that her blood glucose was "51mg/dl" when tested with the ER/hospital meter. The patient claimed she was treated with IV glucose to bring her blood glucose back up. This complaint is being ruled-out as MDR-reportable due to the following conclusions: although the patient developed a symptom suggestive of hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient reportedly developed this symptom several months prior to being diagnosed with gestational diabetes and the use of the subject meter. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.